Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they were hospitalized due to low blood glucose. Customer's blood glucose at the time of admission was 24 mg/dl. Customer's current blood glucose was 71 mg/dl. Customer stated that work activity led to hospitalization. Customer was concerned that the insulin pump may have been over bolusing. Troubleshooting was done and the pump was found to be functioning as designed. Product is not being returned or replaced.